Event description:
Subsequent to the initially filed information, the following information was received 14 may, 2021. The device was sized using echo imaging. The exchanged device was reported to be in a "unspecified" shape. The shape was confirmed as a "cobra."

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 18 mm amplatzer cribriform device was chosen for procedure. During deployment, the device appeared too small. The device was removed and exchanged with a 25 mm amplatzer cribriform device. This device was placed and appeared too large. The user exchanged the device with a 10 mm amplatzer septal occluder (aso). Upon its deployment, the device presented with a unspecified deformation. The device was removed and exchanged with a 12 mm aso device. The 12 mm aso was determined a fit. The procedure was successful. No consequences to the patient reported. Further information has been requested.